Event description:
It was reported " after the catheter entered the sheath tube, it was difficult to push. After several attempts, it failed to be inserted in place. Later, when the catheter was withdrawn, it was found that the tip had bent and could not pass through. After replacing the new catheter, it was successfully inserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the product was not returned for investigation. The customer photo was reviewed. The photo shows an iab catheter in the supplied teflon sheath. The reported complaint could not be confirmed after the review of the photo. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "tip had bent" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " after the catheter entered the sheath tube, it was difficult to push. After several attempts, it failed to be inserted in place. Later, when the catheter was withdrawn, it was found that the tip had bent and could not pass through. After replacing the new catheter, it was successfully inserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".